Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 694465 implantable tachy lead, implanted: (B)(6) 2008; product ID 507652 implantable pacing lead, implanted: (B)(6) 2005.

Event description:
It was reported that the left ventricular (lv) lead was plugged into the right ventricular (rv) port and there was noise detected on the rv channel. The lv lead currently remains in use. No patient complications have been reported as a result of this event.